Event description:
The device (cev114m) was returned for repair to mxi service and repair.

Manufacturer narrative:
Complainant/facility: (B)(6). Eval of cev114m indicated that the blades were blunt and damaged (scratches). The instrument sheathing was also damaged. The instrument has markings not affixed by microfrance. The blades were blunt and were damaged most likely by an abnormal mechanical action. This observation and the presence of markings not affixed by microfrance are most likely a result of the instrument being repaired/modified outside of the microfrance workshops by an unqualified microfrance service provider. The sheathing was most likely damaged after impact during use and the reprocessing stages. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(6). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Tissues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.